Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced previous admission was reported under MFR. Report # 2916596-2020-01600. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was recently discharged home (B)(6) 2020 for acute blood loss anemia secondary to gastric erosions and they continued to have dark, black stools. On (B)(6) 2020, the patient reported sever dizziness, nausea, and shortness of breath with an increased creatinine of 1.78 mg/dl and decreased hemoglobin (hgb) of 6.9 g/dl (from 9.1 g/dl). The patient was admitted to the intensive care unit (ICU) on (B)(6) 2020 and received a transfusion of 2 units of packed red blood cells (prbcs) and warfarin, aspirin, and lasix were held on admission. The esophagogastroduodenoscopy (egd) and push enteroscopy performed on (B)(6) 2020 were unrevealing. It was later communicated that there was no evidence for acute bleeding and the patient's test for h. Pylori resulted negative. The patient received an additional 2 units of prbcs and was discharged home.